Manufacturer narrative:
The reported event of the nips test ending after 5 seconds was confirmed. Based on the information provided, it was determined that the nips tests had short durations due to the ¿hold to apply burst¿ button being released either due to the user releasing it or a touch screen interference. There was no device malfunction suspected and the device is performing as intended.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that external defibrillation was needed to abort an induced an arrhythmia caused by an interrogation issue with the programmer. The event was resolved with external defibrillation and the patient left in stable condition.